Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock blue cap of a large volume infusor was missing from the new pack. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 (update codes), and h11: h4: the lot was manufactured between june 11, 2024 ¿ june 12, 2024. H11: the device was received for evaluation not in its original unopened package. A visual inspection was performed which observed the sample was filled with fluid. Additionally, the device¿s blue winged luer cap was observed to be missing. The reported condition was verified. The cause of the condition could not be determined; however, probable cause of missing winged luer cap may potentially be use-related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.